Event description:
Patient has an abdominal aortic aneurysm, she was scheduled for endovascular repair of intrarenal aortic aneurysm repair with ovation endograft. The graft has 2 polymer rings which are supposed to get filled with the polymer which has an automatic injector. The rings did not fill and basically, there was no seal on the proximal end of the endograft. Then the contralateral limb which should open after unsheathing did not open up. The entire graft was constrained without any external pressure. This caused a significant type ia endoleak and we were not able to even find the gate by the antegrade or retrograde approach. Dates of use: (B)(6) 2018. Is the product compounded: no. Is the product over-the-counter: no.